Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site, and was placed under a general anesthetic on (B)(6) 2021, in order to debride the site and change the abutment. The implanted device remains.